Event description:
A patient underwent a procedure at l2-l5 to treat degenerative scoliosis and stenosis via tlif using an implantable hardware and competitor's spinal system. It was reported that the tip of the cage between l2 and l3 was passing the anterior margin of annulus. When the surgeon tried to reposition the cage, the cage passed anterior margin of annulus even more; as a result, the surgeon could not retrieve the cage. A new cage was inserted behind the first cage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.